Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture (loc) at maximum outputs and high out of range pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. An x-ray was performed and noted that the lv lead had dislodged and was close to the clavicle and was fractured. The fracture was felt to be consistent with clavicular crush. An invasive procedure was performed. The lead was surgically abandoned and replaced and the physician elected to explant and replace the device due to high thresholds on another manufacturer's replacement lv lead and the remaining longevity estimate showing 2 years remaining. No additional adverse patient effects were reported.